Event description:
A high blood glucose level of 526 mg/dl was reported by the customer. Cause was not known. To address the issue, the customer administered a correction bolus via the pump and declined any further supplies or system check, stating she would call back if additional assistance was needed. No further assistance was required at the time of the report.